Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized in march due to low blood glucose levels. The customer went into a coma. The insulin pump alarmed no delivery. Customer's blood glucose level was not reported. The device was not returned.